Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose, with blood glucose in the 70, 50, 40, and 25 mg/dl range at the time of the incident. The customer was at 65 mg/dl at the time of the call. The customer was given food, drink, and glucose tablets to treat. The customer experienced symptoms such as loss of consciousness and coma. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer also had low events on (B)(6) 2018. The customer also had illnesses that upset their stomach. The insulin pump will not be returned for analysis.